Event description:
We noticed this product on the market but could not find any FDA registration information. The dental implant healing cap appears to be a 510(k) device, and it is intended to remain in the patient's mouth for several months. I wanted to bring this issue to your attention and inquire whether this product has the proper registration information.